Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the device was reportedly used in anatomy contrary to labeled indications. "The sentinol nitinol biliary stent system is indicated for transhepatic palliation of malignant neoplasms in the biliary tree." (B)(4).

Event description:
Same case as MFR#: 2134265-2011-01840. It was reported that during an angioplasty and stenting treatment procedure, deployment difficulty and the formation of an av fistula occurred. Vascular access was obtained via the left femoral artery using a contralateral approach. Two non-bsc self-expanding nitinol stents had been previously implanted on an unspecified date in the distal right superficial femoral artery (sfa) and the proximal right sfa. The 95% stenosed target lesion was located in the severely calcified and non-tortuous right sfa proximal to the previously implanted stent in the distal sfa. The lesion was not pre-dilated. A 5x40x1350 sentinol biliary stent was advanced and deployed overlapping the previously implanted stent in the distal sfa. An angiogram was performed showing that the sentinol stent was not fully apposed to the vessel wall. A 6-4/5.3/135 ultra-thin sds balloon catheter was selected for post-dilation and inflated to 8atms for approximately 10 seconds. The balloon was deflated and removed from the patient. The final angiogram showed the formation of an av fistula originating at the overlap between the sentinol stent and the previously implanted stent in the distal sfa. Distal run off looked good. The physician felt that because the stents were covering the av fistula that it will seal and heal on its' own. The procedure was considered completed at this point. No further patient complications were reported and the patient's status is ok.